Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged stuck button error alarm and blank display found on september 29, 2022. The insulin pump passed the displacement test, active current test, and self test. The insulin pump failed the sleep current test. The insulin pump passed the keypad voltage test. All buttons were tested for their functionality and all passed. Test p-cap locked properly into the reservoir compartment. No stuck button error alarm and blank display were noted during testing. Successfully downloaded insulin pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Insulin pump alarmed a stuck key alarm on the event date of september 29, 2022 at 07:48:07.000. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor, keypad flex connector, and lithium battery. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, label damage, corroded battery tube, pillowing keypad overlay, and stained keypad overlay. Stuck button error alarm was not confirmed during testing. Blank display was not confirmed. Moisture damage was confirmed found on electrical board 1, the lithium battery, battery tube, and force sensor. High sleep current measurement was confirmed due to moisture damage on the j6 connector on electrical board 1 and the lithium battery. Insulin pump error was not confirmed. Insulin pump error confirmed due to debris in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and stuck button alarm. It was reported that the blank screen. Troubleshooting was performed, the customer to inserted a new aa battery and display didn't return after pump restart. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.